Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false downstream occlusion alarm was not reproduced. A review of the event history log revealed 'downstream occlusion!¿. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibrated specification force sensor pressure reading. The force sensor requires calibration to address this issue. During evaluation, the device experienced false detection of a closed door state, no alarm for an open door. The cause was identified to be the lower hook switch which was found to be working intermittently. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.